Manufacturer narrative:
Device evaluation: run-in test was performed with the unit's condition same as when it arrived at service center, but no abnormality was confirmed. The unit was disassembled and visual inspection was performed on the inside but there was no abnormality such as tubing being disconnected, connector being detached, etc. Functional testing and check on each sensor, etc. Were performed, but there was no abnormality and all the result were within specification, so it was determined that there was no issue in the unit and the unit was in normal condition. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test and software version upgrading (from ver. 2.10 to 2.20). Resolution and disposition: device inspection and testing did not reveal any device malfunction. The unit passed performance verification test and was ready to be returned to customer for patient use.

Event description:
The international customer reported that during use of the v60 vent at hcu (high care unit), "proximal tubing detached" sounded frequently. Mask position was adjusted for a better fit, sensor portion was also adjusted, sensor was replaced but the issue persisted. The unit was replaced but nhf (nasal high flow ventilation) was applied to the patient, mask: comfort full 2. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.